Event description:
Customer reportedly obtained a result of >400 mg/dl and retested with a strip from a different vial and obtained a result of 102 mg/dl on the same device. Both vials were of the same lot. No quality controls were used. Customer reportedly disposed of test strips, therefore, they are unavailable for return.